Event description:
The customer states that one patient sample generated initial sodium results of 108 mmol/l and potassium results of 3.28 mmol/l on the aeroset analyzer. The sample was retested on the other aeroset analyzer in the lab and generated sodium results of 141 mmol/l and potassium results of 4.18 mmol/l, which the customer states are correct. No suspect results were reported from the lab. Upon inspection of the suspect analyzer, the customer found that the tip of sample probe a was almost flat. The customer replaced sample probe a. Subsequent instrument operations and test results were acceptable. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). Sample probe a list#: 9d46-02. After receiving lower than expected results for the sodium and potassium assays on the aeroset analyzer, the customer noticed that the angle of sample probe a was almost flat. The customer replaced the damaged probe and subsequent instrument operations and test results were acceptable. The customer required no further assistance. A review of the instrument service history did not identify any other issues with the system. The investigation consisted of a review of complaint activity from (B)(6) 2009 through (B)(6) 2009 and identified no adverse trends in association with the issue currently under evaluation. The aeroset operations manual, list number 9d06-05, contains information addressing the current customer issue. Based on the available information, a product malfunction was not identified. This is a final report.

Manufacturer narrative:
(B)(4). Aeroset sample probe a ln: 9d46-02. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.